Event description:
It was reported that the screw was inserted into the tibial tunnel with 23mm driver and it started cracking acl. There were no adverse consequences to pt/user. No medical intervention was required. The surgery was completed using another biosteon screw.

Manufacturer narrative:
Suspected root cause: the possible root cause is that the tunnel for passing the hamstring graft may have been too tight.